Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
Article citation: mukhtar, rita, et al. ¿synchronous breast implant¿associated anaplastic large cell lymphoma and invasive carcinoma: genomic profiling and management implications.¿ plastic and reconstructive surgery - global open, 1 apr. 2019, https://insights.ovid.com/crossref?an=01720096-201904000-00004. The events of seroma-late and bia-aclc are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "bia-alcl, seroma," and "deflation." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(4).

Event description:
Journal article "synchronous breast implant-associated anaplastic large cell lymphoma and invasive carcinoma: genomic profiling and management implications" reported a patient with left side "bia-alcl, seroma," and "deflation." Pathological markers noted as cd30+ and alk-. Device has been explanted.